Event description:
It was reported that a spectrum pump failed the air in line test. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional air in line testing, the device was found to be within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The ultrasonic sensor requires replacement as a precautionary measures. Should additional relevant information become available, a supplemental report will be submitted.